Event description:
Customer reported intermittent low ma errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed the filament calibration. System operates as intended.